Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose levels were 540 mg/dl and 490 mg/dl. Customer experienced symptom such as diarrhea. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.